Event description:
It was reported that this right ventricular lead exhibited noise, oversensing and pacing inhibition. Additionally, the pacing impedance measurements are also trending down on the right ventricular channel. A lead fracture is suspected; however, it has not been confirmed. Reprograming of the device was discussed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited noise, oversensing and pacing inhibition. Additionally, the pacing impedance measurements are also trending down on the right ventricular channel. A lead fracture is suspected; however, it has not been confirmed. Reprograming of the device was discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was explanted and replaced.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right ventricular lead exhibited noise, oversensing and pacing inhibition. Additionally, the pacing impedance measurements are also trending down on the right ventricular channel. A lead fracture is suspected; however, it has not been confirmed. Reprograming of the device was discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was explanted and replaced. This lead is not expected to be returned.